Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 5.9; lab: 2.1. Nurse does not know pt specific info.

Manufacturer narrative:
Investigation pending.